Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient's mother to uninstall the app, reset the smart device, ensure smart device is fully charged and that there are no apps running in the background prior to reinstalling the app. No additional patient or event information is available.